Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
End user stated the wheel locks do not lock and the upholstery is ripped all over.